Manufacturer narrative:
Zimmer biomet complaint (B)(4). Device not returned.

Event description:
It was reported that an unknown biomet screw fractured. The fractured piece was removed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Additional information received identified that this device no longer meets the criteria of a reportable malfunction. The device is not reportable. This event was previously reported under MFR 0001038806-2018-00947 submitted on nov 15, 2018. No further medwatch reports will be submitted.